Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother reported that the insulin pump had a crack across the screen of the insulin pump. Customer stated that it was difficult to read the screen, however the insulin pump was working. No further information reported.